Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced bleeding beyond the sensor pod/wearable for over 3 minutes. When the bleeding didn't stop right away, the spouse reportedly took the patient to the emergency department. There, the area was disinfected and a healthcare provider (hcp) applied statseal. Of note, statseal is comprised of a hydrophilic polymer and potassium ferrate. The patient was discharged the same day and fine at the time of the report 5 days later. There was no documentation of further medical evaluation or intervention for bleeding. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.